Event description:
When the balloon catheter was removed from the package and flushed, the tip was noted to be separated. There was no pt involvement with this device. A new balloon catheter was used to complete the procedure.